Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high. The customer¿s blood glucose level was 343 mg/dl at the time of the incident. The customer¿s current blood glucose level was 310mg/dl. The customer reported that she was having high blood glucose levels when she changed the set and saw insulin coming out of the infusion site. The customer had a headache and felt like a crap due to their high blood glucose. The customer treated high blood by bolusing. The reasons why customer alleged pump is under delivering was unknown. Performed displacement and high pressure test and both passed. It was determined that the pump was working as designed. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).